Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for ultrasound examination of the target lesion. During the procedure, difficulties were encountered with the flushing process, and although sufficient air removal was performed outside the body, once the catheter was introduced and pullback was performed, part of the image became dark due to air. The catheter was then removed, flushed again, and retried however, the image did not improve, so the catheter was replaced. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.